Event description:
It was reported the screw broke after the surgical procedure was completed.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: it was confirmed that the fracture occurred about 10 months post-operatively. Due to the length of this implantation along with the history of this type of breakage it is possible that fusion of the spine did not occur. As a result, the implant experienced prolonged cyclic loads that were likely to have eventually caused it to fatigue. Furthermore, the IFU states that these implants are finite and cannot be expected to indefinitely withstand the activity level and normal load of healthy bones. Conclusion: these implants are meant to provide fixation and some temporary support, but cannot be expected to bear the full load of the spine. The investigation performed and the complaint history reviewed reveal that the most likely failure mode is a fatigue breakage due to a possible non-fusion.

Event description:
It was reported the screw broke after the surgical procedure was completed.